Manufacturer narrative:
(B)(4). Reported event of stent migration. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx stent was used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted treat a stricture in the porta hepatis. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during a routine follow up x-ray examination the day following stent implantation (on (B)(6) 2016), the physician noted that the stent migrated into the duodenal papilla. The patient was sent for a procedure to remove the stent and the physician placed another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary stent was returned for analysis. The delivery system was not returned. Visual examination of the returned device noted no issues with the profile of the stent. The stent's length, diameter and flare diameter were measured and were found to be within specification. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. From the information available, this device was used per the directions for use (dfu)/product label. Stent migration is listed in the dfu for this product as a potential adverse event associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted treat a stricture in the porta hepatis. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during a routine follow up x-ray examination the day following stent implantation (on (B)(6) 2016), the physician noted that the stent migrated into the duodenal papilla. The patient was sent for a procedure to remove the stent and the physician placed another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.